Event description:
Medtronic received information regarding a navigation device being used during a sacroiliac and thoracolumbar procedure. It was reported that during a scan & plan case the star marker beads were not contained within the 3d scan. The surgeon rotated the patient position and bed prior to the 3d spin against the manufacturer representatives suggestion and the star marker beads were not contained within the 3d scan. The surgeon aborted the surgery, and imaging, and navigation were aborted. This occurred intraoperatively, and there was a surgical delay of less than one hour. There was a patient present. Additional information was received. The surgery was aborted after an incision was made, and after anesthesia was administered. There was no reported impact to patient outcome.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m021083c001, software version: 4.2.1, h6: a software analysis was initiated. However, it was found that there was insufficient information to determine the relationship of the software to the reported issue. B01, c19, d11, d14 are applicable. H3, h6: a medtronic representative went to the site to test the equipment. Testing revealed that the manufacturer representative troubleshooted the system and could not reproduce the problem stated. 3d images taken on site were confirmed with the other manufacturer representative. Also confirmed with imaging system engineers that the field of view issue the site ran into was caused by the imaging system gantry moving after 2d images were taken prior to the scan. Although the star marker beads were contained within the anterior posterior image, they were shifted out laterally which caused them to not be contained within the 3d volume. This issue was indicated to be user workflow error, as the system was functioning as intended. The imaging system then passed the system checkout and was found to be fully functional. B01, c19, d11, d14 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.